Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient suffered from vaginal infections, pain during urination, localized pelvic pain, and corrective surgery. The patient also suffered emotional distress, disfigurement and a recurrence of the original diagnosis for which she had the implant. All other information, including the patient's current condition, is unknown and reportedly unavailable.